Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or valp reagent pack was not performing as expected. The root cause of this event is unk; however, valp reagent pack handling could not be ruled out as a potential root cause. The suspected root cause is inconsistent valp reagent pack handling. Consistent performance has been observed since instituting consistent reagent pack handling.

Event description:
A customer observed biased valp quality control results while using the vitros 5,1 instrument. Pt samples were not being processed at the time of the event. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).